Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name "[micra]" product ID "[mc2vr01-delsys]" (serial: (B)(6). D9:no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg) that the capture threshold appeared to have been va riable even before the tether was cut and occasional pacing failure was observed. The pacing thresholds increased after the tether was cut. The leadless ipg was retrieved and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was noted that after multiple deployments the tether could no longer be withdrawn and the pacing threshold was found to have worsened. Because the tether was broken during the procedure, the device was retrieved and reimplanted. The reimplantation was completed without issue. Subsequently, the underlying renal failure worsened, and continuous dialysis was initiated; however, dic developed during the clinical course, and the patient died. It was noted that the tether entanglement, possibly related to the product and/or the procedure, was considered to be the primary cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.